Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported a basket broke/detached inside of the patient and was removed using another device. The procedure was finished with another of the same device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information was available at the time of this report.

Manufacturer narrative:
**Investigation** a review of complaint history, device history record, quality control (qc) and specifications was conducted during the investigation. The device was not returned for the investigation. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the available information, a root cause cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.